Event description:
Clinical study. Same case as MFR# 6000093-2004-00613. It was reported that 13 days post coronary drug eluting stenting treatment procedure, the pt complained of moderate generalized pruritis, rash, joint pain, and dyspnea. In 2004, the pt had 2 taxus express2 8.8% 3.5 mm x 12 mm stents successfully deployed. About two weeks later, the pt began complaining of the above symptoms. The investigation site indicated that the event has resolved, but did not indicate how or when. The presumed cause of the hypersensitivity is not available.

Event description:
Clinical study: same case as MFR # 6000093-2004-00613. The patient was enrolled in the program in 2004. Target lesion 1 was identified in the dist rca with 70% stenosis and a 4.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.5 x 12 mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the dist rca with 95% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with placement of a 3.5 x 12 mm taxus express2 8.8% drug eluting stent overlapping the previous placed stent. Residual stenosis was 0% following post-dilatation. The pt was discharged the next day on plavix and asa. Post-procedure, the pt had an allergic reaction most likely to plavix. The pt developed diffuse swelling, arthritis and a rash. Symptoms improved with antihistamines and the pt took a short course of prednisone with good results. The pt's plavix was stopped and continued taking asa. There was no indication that the pt was put on ticlid. Based on this additional information this complaint will be changed to non reportable due to no product implication.